Event description:
It was reported that a clearlink system continu-flo solution set was found broken at the y-site (clearlink). This was further described as, "tubing broke off spontaneously with no outside force involved". This occurred during an allogeneic hematopoietic cell transplantation procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). The user facility submitted medwatch 3400610000-2024-8005 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d1, d3, and d4: additional information was added to g4, h4, h6, and h11: h4: the lot was manufactured between january 26, 2024 ¿ january 27, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.